Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar implant procedure on unknown date. The post placement magnetic resonance images (MRI) showed the hydrogel was placed in the anterior rectal wall subserosally. The patient was sent to a gastroenterology, to do a scope and it was determined the hydrogel extruded onto the mucosal side of the rectum. There was no apparent breach of the mucosa. No biopsy was performed and the rest of the mucosa's state was unknown. The patient's radiation treatment was delayed as the plan is to watch the patient for six months. The patient's physician also plans to reimage. The patient's current condition is unknown. The patient has been taking regugolix for his cancer treatment. No further information has been obtained despite good faith efforts.